Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage could not be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2026. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the file. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had extensive damage to the outer coating of the driveline. No alarms were noted upon interrogation. Log files were submitted to confirm the phases looked okay. Following review by tech services, it appeared that the log file captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. There were no low speed or pump stop events noted and the driveline wire values appeared okay with no continuity concerns. Images of the driveline was not available, and the damage was rescue taped.